Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a 24mm watchman laa closure device was deployed. However, a small leak was noted and the decision was made to recapture the device. The watchman access sheath (was) was advanced without a pigtail catheter. An echocardiogram revealed that advancement of the was caused a pericardial effusion. A pericardial drainage performed, but the patient was still not stable. CPR was performed. An attempt was made to deploy the same 24mm watchman closure device, however it was not in a good position. A new 24mm watchman closure device was prepared and successfully implanted. It was reported that no tug test and no measurements were performed due to the emergency situation. Angiography revealed perfect position of the device. Surgeons opened the chest and a pericardial effusion/hole was seen at the area of the opening of the laa. The hole was sutured and closed. No further patient complications were reported and the patient's status was stable. A final echo showed excellent position of the implanted watchman closure device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that there was blood in and on the shaft of the was. There were numerous kinks throughout the was. There was no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a 24mm watchman laa closure device was deployed. However, a small leak was noted and the decision was made to recapture the device. The watchman access sheath (was) was advanced without a pigtail catheter. An echocardiogram revealed that advancement of the was caused a pericardial effusion. A pericardial drainage performed, but the patient was still not stable. CPR was performed. An attempt was made to deploy the same 24mm watchman closure device, however it was not in a good position. A new 24mm watchman closure device was prepared and successfully implanted. It was reported that no tug test and no measurements were performed due to the emergency situation. Angiography revealed perfect position of the device. Surgeons opened the chest and a pericardial effusion/hole was seen at the area of the opening of the laa. The hole was sutured and closed. No further patient complications were reported and the patient's status was stable. A final echo showed excellent position of the implanted watchman closure device.